Event description:
A titanium plate, implanted for a 2nd metatarsal osteotomy, was noted as broken two weeks post-operative. Plate currently remains in the pt and surgeon revised by implanting "pins".